Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that it had a grinding noise and was heating up. It was determined that the grinding noise was coming from the nose tube bearings and there was excessive heat at the base and elbow. It was further determined that the gears and bearings were corroded and damaged which caused the noise and heat. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning, which is user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the attachment device was making a grinding noise and heating up. There was no delay due to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.